Event description:
Patients (2) completed infusion of a chemo drug via port-a-caths. On completion, the port must be flushed with saline. Two different nurses at two different times during this day obtained a 10ml pre-packaged syringe of saline from same lot and just prior to flushing the port discovered syringes were empty of solution but the plunger was fully drawn back as though it was filled with 10 ml of saline. The potential to inject 10 ml of air into the central circulation and possibly causing an air embolus death or serious harm was great.